Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was replaced due to reaching elective replacement indicator (eri) and not due to the high impedances. Replacing the ins did not resolve the high impedance. No other actions were planned to resolve the high impedances. The patient's health care provider was programming the patient to manage symptoms and ensure the patient is receiving therapeutic effect.

Event description:
A consumer reported via a manufacturer representative that they had not checked their implantable neurostimulator (ins) for a number of weeks. When the manufacturer representative met with the patient on 2015-08-24, the ins was at elective replacement indicator (eri). According to an ins printout, the ins reached eri on (B)(6) 2016 and high impedances were measured on some electrodes on the left side. The high impedances were measured to be the following: c-2 = 2740, c-3 = 2720 and 2-3 = 4603 ohms. The impedances on the right side were measured to be within normal limits. The patient did not experience any symptoms and the eri and high impedances were found during a routine check. The patient was scheduled to have their ins replaced on (B)(6) 2016. The patient's indication for use is parkinson's disease.